Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was failing after each use due to issues with the latch assembly and wire harness. A field service engineer removed the latch assembly, applied carbon grease, and re-tightened the wire harness before reinstalling the assembly. The system was powered back on, and the customer was able to test the functionality multiple times without any failures occurring. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager was not opening consistently. The customer stated that this malfunction caused a delay in dispensing medication to patients there were no adverse events or injuries reported based on this event.